Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was riding a roller coaster and reported to the clinic which then discovered that the right atrial (ra) lead and right ventricular (rv) lead exhibited a fracture. The ra and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.